Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. An attempt to charge and boot the unit was made and failed. The receiver case was opened for internal visual inspection and failed due to battery damage. The log was downloaded and reviewed, finding errors related to the allegation. The allegation was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.